Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. A review of production records and the complaint handling database was not performed because the lot number was not reported. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that the guide wire encounters resistance during advancement and removal when used in the anatomy and with a balloon catheter, stent, and imaging catheter. Factors that may contribute to difficulty advancing or removing a balloon/stent/imaging catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Factors that may contribute to difficulty advancing the guide wire through the anatomy include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during advancement or removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported in a general comment when using the bmw universal ii guide wire, the guide wire seemed to catch/stick with the balloon catheter, stent and imaging catheter. During advancement the guide wire also met resistance with the anatomy. It was also noted that the guide wire looses lubrication when used in the same procedure multiple times. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3, d6: dates estimated. D4 - a partial UDI was provided as the lot number is not known.